Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac trunk and splenic artery using a pod packing coil (podj), a lantern delivery microcatheter (lantern) and a non-penumbra guide catheter. During the procedure, after advancing approximately twenty-five percent of the podj into the aneurysm using the lantern and guide catheter, the physician decided to retract the podj. While retracting the podj, the physician experienced resistance and subsequently, the podj unintentionally detached. Therefore, the physician removed the guide catheter with the lantern that contained the detached podj and then flushed the podj out of the lantern. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra distributor on 13-apr-2022: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the celiac trunk and splenic artery using a pod packing coil (podj), a lantern delivery microcatheter (lantern) and a non-penumbra guide catheter. During the procedure, after advancing approximately twenty-five percent of the podj into the aneurysm using the lantern and guide catheter, the podj would not advance further. Therefore, the physician decided to retract the podj. While retracting the podj, the physician experienced resistance and subsequently, the podj unintentionally detached. Therefore, the physician removed the guide catheter with the lantern that contained the detached podj and then flushed the podj out of the lantern. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.